Event description:
It was reported that during a preliminary lead testing prior to implant the helix would not extend. The lead was replaced.

Manufacturer narrative:
The reported field event of a helix anomaly was confirmed in the laboratory. The helix actuation was jumpy. The lead was disassembled and visually inspected; no anomaly was found. The cause of the helix anomaly could not be determined.